Event description:
It was reported by the sales rep that during a laparoscopic appendectomy procedure, there was bleeding from the staple line. Another reload was used to finish the case. There was no pt consequence.